Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7303 implantable pacemaker/cardio/defib, (B)(6) 2004, 5076 implantable pacing lead, (B)(6) 2004, 5071 x2 implantable pacing lead, (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks due to noise. There was increased impedance of 2500 ohms, increased thresholds, and a lead fracture. High voltage therapies were inactivated. The physician plans to replace the lead, however the patient requests to wait until this fall to have the procedure done. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. Concomitant medical products: 7303 implantable pacemaker/cardio/defib - (B)(6) 2004 5076 implantable pacing lead - (B)(6) 2004 5071 x2 implantable pacing lead - (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks due to noise. There was increased impedance of 2500 ohms, increased thresholds, and a lead fracture. High voltage therapies were inactivated. The physician plans to replace the lead, however the patient requests to wait until this fall to have the procedure done. No further patient complications have been reported as a result of this event. The right ventricular lead has been explanted.

Manufacturer narrative:
Evaluation summary: proximal conductor fractured; full lead returned and analyzed. This report is being submitted as a result of a missing initial report and supplemental report 002 in emdr for report 2649622-2007-0106. As a result, the initial report and supplemental report 002 are being resubmitted by the manufacturer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report is being submitted as a result of a missing initial report and supplemental report 002 in emdr for report 2649622-2007-0106. As a result, the initial report and supplemental report 002 were resubmitted by the manufacturer. If information is provided in the future, a supplemental report will be issued.